Manufacturer narrative:
(B)(4): device not returned.

Event description:
It was reported that the surgilav lost function during a procedure. The procedure was delayed 30 minutes due to the failure, but was completed successfully with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the surgilav lost function during a procedure. The procedure was delayed 30 minutes due to the failure, but was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The unit turned on properly, but no irrigation activity was performed. Upon further evaluation, handpiece was opened; pinion gear and face gear were found peeled. In addition, the eccentric gear that connects to the irrigation pump was found to be out of specification. The eccentric gear was replaced with a new one and unit irrigation function was successfully performed.